Event description:
Gyrus acmi everest bicoag macro jaw forceps not closing correctly x 2 devices. Removed from surgical field and replaced. Diagnosis or reason for use: laparoscopic assisted vaginal hysterectomy. Is the product compounded: #1 no. #2 no. Is the product over the counter: #1 no. #2 no. Event abated after use stopped or dose reduced: #1 no. #2 no.